Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that after approximately one week of intra-aortic balloon (iab) therapy, a leak occurred. A new iab was inserted to continue therapy. It was noted that there was a high possibility the leak was due to the patient's vascular condition. There was no patient harm or adverse event reported. This report is for the iab involved. A separate report has been submitted for the cardiosave intra-aortic balloon pump (iabp). Mfg report number 2249723-2023-02987.

Manufacturer narrative:
Event site postal code: (B)(6). Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).